Manufacturer narrative:
An imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned with its mount for investigation. Visual inspection of the as returned product identified no visible evidence of bone contamination, wear, damage, or deformation. The product was received in near-pristine condition. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, a device, manufacturing or packing malfunction did not occur and the reported event was non-verifiable, since the condition of the product was in near-pristine condition when received by the customer is unknown. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. Device evaluated by manufacturer: change "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight unknown/ not provided.

Event description:
It was reported that during the implant placement doctor's assistant noticed the package was open and the implant had spots of the organic bone particle, on the body of the implant. (Tsvmb10) it was also reported that there was no delay in the procedure and another implant was placed in the same surgery.